Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a cassette not attached error. The event occurred during testing. There was no delay in therapy. There was no physical damage and no customer damage reported. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
D9 - date returned to manufacturing-7/9/2024. One device was returned for evaluation. Visual and functional testing was performed and could not duplicate the customer's problem. No root cause was established due to no problem found. The downstream occlusion sensor was replaced.